Event description:
Caller alleged discrepant inratio low inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014; inratio inr: 1.4; laboratory inr: 2.4. The time between testing was one (1) hour. Reportedly, milking finger after finger stick, monitor not in correct mode and touched finger to sample well. Therapeutic range 2.0 - 4.0 for the pt. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.